Manufacturer narrative:
The device is not returning to the manufacturer for evaluation. Based on the available information, on (B)(6) 2014, the patient's home was on fire. The patient's family alleged the device caused the fire. The device was plugged into the ac outlet at the time of the event and was not in patient use. The reporter of the event stated the device has severe thermal damage and is not returning to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging a bipap s/t c-series device caught on fire. There was no report of patient harm or injury.